Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/27/17 phone call, 6/28/17 phone call, 6/29/17 phone call.

Event description:
The hospital reported that, during a case, the unit had a ventilation failure. There was no reported patient injury.